Event description:
It was reported that a cardiomems implant procedure was abandoned on (B)(6) 2025. Physician was advancing the 0.18 wire (internal jugular access) and lost placement of the sheath (11fr pinnacle). Physician decided to abort the case. The cardiomems sensor was opened but not used. There was no report of difficult anatomy/vasculature that the physician felt caused/contributed to the advancement issues. There were no adverse consequences to the patient and no clinically significant delay to the procedure. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".